Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500mg/dl. Customer¿s current blood glucose level was 487 mg/dl. Customer had symptom of nausea. Customer was treated with insulin pump. Customer does not allege pump was under delivering. Customer state that there was no leak. Customer reports insulin exited at the quick release. The insulin pump will not be returned for analysis.